Event description:
According to the facility, the week of (B)(6) 2024 the syringe detached from the manifold during procedural set up.

Manufacturer narrative:
According to the facility, the week of (B)(6) 2024 the syringe detached from the manifold during procedural set up. Per the facility there was no patient involvement or injury reported. Per the facility they replaced the manifold, but they believe the issue occurred due to the syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.